Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. It was state that the reload was pre-fired.